Event description:
Avanos medical, inc. Received a single report that referenced three different incidences, which were associated with separate units, involving three different events. This is the first of three reports. Refer to 9611594-2022-00108 for the second event. Refer to 9611594-2022-00109 for the third event. It was reported "we have experienced another issue with the gastropexy button coming off within 24 hours. The enteral feeding tube didn¿t need reinserting there was no reported injury. Additional information received 28-jul-2022 stated the user only used "two t-fasteners were placed during the procedure and not three as recommended by the IFU."

Manufacturer narrative:
The device history record for the reported lot number, 30151126, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The product involved in the report has been returned and is being processed for evaluation. All information reasonably known as of (B)(6) 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The device was evaluated. The sample was received without the original packaging. No other component received as well. The suture and soft shell appeared dirty with dried biological (dried red in color) when inspected prior to decontamination. After decontamination, the component was reviewed in a well-lit area. There were no overhand knot in the suture, no t-bar assembly seen. It appears that the suture component broke off from the rest of the components. The root cause could not be determined. All information reasonably known as of 09-sep-2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.